Event description:
It was reported that while still in the box, when interrogated the device was found to be at eol (end of life). Detections were on with numerous events recorded, with charge time greater than 30 seconds and a charge circuit timeout also recorded. There was no apparent patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found; the analyst noted that detections were left on and the total cumulative charge time was over 1500 seconds.